Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving prialt (unknown concentration) 16 mcg/day via an implantable pump. Indication for use was non-malignant pain. The date of the event was (B)(6) 2018. It was reported the patient had escalating reservoir discrepancies at the past few refills. Approximately 3 ml discrepancy at first then up 6 ml at the last refill. No known environmental issues may have led or contributed to the issue. A catheter dye study was performed early (B)(6). The catheter aspirated easily, and the dye study was normal. No actions will be taken at this time. The patient is receiving adequate pain relief. Patient status was alive - no injury. The issue was not resolved. Surgical intervention did not occur and was not planned. Patient weight medical history were asked and will not be made available. No further complications were reported. On (B)(6) 2018, (rep) document contained no new information.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient was just scheduled for a pump replacement. It was reported that the patient had high residuals with a 4-8 ml discrepancy at every refill. There were no further complications reported at this time.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that on (B)(6) 2017, the expected residual volume (erv) was 4.7ml and the actual residual volume was 9ml. On (B)(6) 2018, the erv as 6.3ml and the arv was 9ml. On (B)(6) 2018, the erv was 6ml and the arv was 8ml. On (B)(6) 2018, the erv was 5.9ml and the arv was 9ml. On (B)(6) 2018, the erv was 6.7ml and the arv was 10ml. On (B)(6) 2018, the erv was 4.7ml and the arv was 8ml. The student plan was to replace the pump when she finished nursing school next summer (relative to (B)(6) 2018), assuming no other issues occurred. There were no further complications reported at this time.

Manufacturer narrative:
Analysis of the implantable pump (serial # (B)(4)) identified no anomalies. The returned device passed all testing in the laboratory. Eval code-method 4118 no longer applies. Eval code-result 3233 no longer applies. Eval code-conclusion 11 no longer applies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. The pump was replaced today (B)(6) 2019. The catheter had spontaneous cerebrospinal fluid flow when disconnected. The catheter was not replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The pump replacement has not yet been scheduled but will likely be (B)(6). The patient is still receiving therapy with increased dose.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.